Event description:
It was reported that the patient was suffering from pain approximately one-month post injection. She was given epidurals but the pain lasted even after that. No additional patient consequences were reported.